Event description:
It was reported during the unk procedure, the pt received a possible small skin burn on lower left leg during surgical procedure while using the harmonic scalpel. The physician advised observation and treatment.